Event description:
It was reported that during a breast biopsy procedure multiple error codes were received. There was no patient consequence reported. Case was completed using the unit.

Manufacturer narrative:
Uniboard. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. The analysis site confirmed the customer's complaint, and found the unit displayed several vacuum related error codes and that the uniboard and the vso caused these error codes. To correct the customer complaint the analysis site replaced the uniboard and the vso, and per the service manual performed service tests with the unit passing all tests and no functional faults were found. As part of the service process, replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.